Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis and blood glucose of 810 mg/dl. The customer was wearing the insulin pump at the time of the emergency room visit. She was treated with an insulin drip. At the time of the report, the patient's blood glucose was 450 mg/dl, which she treated with a bolus. During troubleshooting, it was found that the customer was missing the time and reservoir icon on the home screen of the insulin pump. It was reported that the insulin pump was neither bumped nor dropped. The customer's blood glucose at this point of troubleshooting was 112 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a cracked case at display window corners, reservoir tube and battery tube threads. There were minor scratches on the lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).